Manufacturer narrative:
Tandem¿s t:slim x2 g5 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had remained connected at the site while filling the tubing. Reportedly, 8 units were delivered while the customer was connected. The customer's blood glucose level was 119 mg/dl. The customer declined further follow-up from tandem technical support.